Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported; "new hardware installation (2 new screws and a plate) due to non-union".